Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between august 8, 2025 ¿ august 9, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no bubbles were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering an unspecified quantity of exactamix 2400 valve sets through port #5. This issue was described as, ¿air being introduced into port 5 of the valve set¿. This issue occurred prior to patient use. There was no patient involvement. No additional information is available.